Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device: left side essure entered into left endometrium"), device expulsion ("expulsion of essure device / migration of essure"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 40-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 ((B)(6) 2001, (B)(6) 2003). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ left side abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (one essure spring was removed on (B)(6) 2017, one essure spring was removed on25jan2017 and one or more surgeries to remove one or more of the essure coils). At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in current follow up discrepant information received. In removal details it is mentioned that one essure spring was removed during uterine aspiration (per mr) on (B)(6) 2017 but in pfs it is mentioned that bilateral salpingectomy done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion/normal post essure appearance. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Case medically confirmed. New event 'abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), expulsion of essure device, malposition of essure device: left side essure entered into left endometrium, pregnancy (with complications), device ineffective' were added. Lot number was added. Implanted date updated. New reporters added. Incident : we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In january 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on 1-jan-2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device: left side essure entered into left endometrium"), device expulsion ("expulsion of essure device / migration of essure"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 40-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((B)(6) 2001, (B)(6) 2003). Previously administered products included for contraception: birth control pills from 2004 to 2014. On (B)(6) 2014, the patient had essure inserted. On(B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ left side abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in current follow up discrepant information received. In removal details it is mentioned that one essure spring was removed during uterine aspiration (per mr) on (B)(6) 2017 but in pfs it is mentioned that bilateral salpingectomy done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion/normal post essure appearance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.